Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports the cannula had not inserted into the infusion site. The pod was not worn. As treatment, the patient applied a new pod.

Manufacturer narrative:
The pod was received with the cannula assembly deployed and the slide insert visible in the viewing window. The soft cannula was measured to be the correct full length according to specification and found to not be damaged. Investigation of the pod found no damages or manufacturing deficiencies in the fluid path or needle mechanism that would result in the soft cannula becoming improperly inserted into the infusion site or prevent the slide insert from deploying to the viewing window. Although the pod was received with the slide insert visible, it could not be determined when the slide insert moved into the viewing window. The cause of the reported needle mechanism failure and unsure properly inserted cannula could not be determined.